Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient the device did not work and had a pacing problem. The device was tested and found that amplitude values were not recorded in the test, only 5 ma was sensed by the computer. The epg was returned to the manufacturer for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the high rate cover, upper case, lower case, battery drawer, battery drawer end cap, one battery latch, two side bail covers and ring cover were contaminated and the lower case was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.